Event description:
It was reported that the user experienced persistent hyperglycemia after a recent supply change, with ilet and continuous glucose monitor (cgm) readings indicating very high glucose and a glucometer reading above its upper limit. The user continued using the pump while administering external subcutaneous insulin (long-acting and a small dose of fast-acting) and refused to disconnect from the ilet when advised to. The event was associated with user procedure concerns and involved the infusion cannula. Symptoms included hyperglycemia, polydipsia, and dry mouth. Outcomes included a missed dose and a delay to therapy. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device malfunction, identified a usage problem, and associated the event with injecting external insulin without disconnecting from the ilet. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.